Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred FREQUENTLY between (b)(6) 2026. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient experienced inaccurate CGM values. The patient reported noticing significant discrepancies between Dexcom CGM readings and fingerstick blood glucose (FSBG) measurements. During one episode, the CGM reading was 150 mg/dL, while the FSBG reading was 30 mg/dL. At that time, the patient experienced symptoms consistent with hypoglycemia, including dizziness, vomiting, and sweating. The patient attempted to calibrate the sensor; however, the discrepancies persisted and calibration did not improve accuracy. On (b)(6) 2026, due to ongoing concerns regarding CGM accuracy, the patient sought evaluation at Emergency Department (ED). Upon presentation, the patient reported an FSBG reading of approximately 430 mg/dL, while the CGM reading was approximately 100 mg/dL. During the ED visit, additional FSBG measurements were obtained, including readings of approximately 423 mg/dL and 310 mg/dL. The patient was treated with intravenous (IV) fluids and IV insulin and was admitted to inpatient hospitalization. The patient also reported that the CGM readings were fluctuating erratically or were "jumpy." As an example, during hospitalization, the patient observed a CGM reading of 140 mg/dL while the hospital glucometer showed an FSBG reading of 94 mg/dL. Documentation supports hypoglycemia symptoms during the (b)(6) event. For the (b)(6) event, there was no documentation of hyperglycemia symptoms or a specific medical diagnosis. On (b)(6), the patient was discharged from the hospital and reported feeling significantly better following treatment. However, the patient remained concerned about the reliability and accuracy of the Dexcom CGM due to the continued discrepancies observed between CGM and FSBG readings. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. On (b)(6) 2026, the reported glucose values fall within the D zone of the Parkes Error Grid. On (b)(6) 2026, the reported glucose values fall within the D zone of the Parkes Error Grid. During the ED visit, there was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. During hospitalization, the reported glucose values fall within the B zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and hypoglycemia.